Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. The investigation found that when the motor was activated the device exhibited error 1870/1871. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that the motor was the cause of the reported issue. The motor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during pre-test, a smiths medical cadd legacy pump exhibited lec 1870. No patient was involved in this event. No adverse effects were reported.